Manufacturer narrative:
(B)(4). The user facility medwatch indicates the device is available for evaluation. The customer reported the device will be returning. Investigation is not complete. A follow-up report will be filed with all additional relevant information. (B)(4).

Event description:
Subsequent to the previous report filed, user facility medwatch # (B)(4) received stating: while attempting to place the balloon, the shaft of the balloon became separated. The detached portion of the balloon system was retrieved and removed from the body in its entirety. What was the original intended procedure? Cardiac cath with stent placement. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4). Correction: device status was updated from returning to not returned.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified left main artery. A 2.5 x 12 mm nc trek balloon catheter was being advanced inside the guideliner and then negative was pulled and blood was seen inside the indeflator. The balloon catheter was removed when it was noted that the hypotube separated inside the guideliner. A balloon catheter was advanced into the guideliner and inflated to remove the separated portion of the trek. Another balloon catheter was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.